Event description:
Review of medical record triggered by routine review of histopathology reports by qa nurse. Pathology report consists of a gross examination of left breast implant. Adherent to surface is a sticky gelatinous, yellow-tan material. Patient had reconstruction several year ago secondary to bilateral total subcutaneous mastectomy. Procedure report noted a significant amount of silicone bleed through the envelope of the implant. Identity of manufacturer unknown since implant not inserted here. Calls to physician's office have not been returneddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.